Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks on the hypotube and shaft with a complete separation 77.7cm distal from the strain relief. The balloon was loosely folded. There was contrast in the inflation lumen and balloon. Inspection of the device revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 02may2019. It was reported that crossing difficulties were encountered. The 90% stenosed, 15mm x 3.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.